Event description:
It was reported that the system 7 sagittal saw was leaking an unknown substance prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is not available for evaluation at this time. If additional information is provided and the device is returned a follow-up report will be submitted.